Event description:
It was reported that a revision was performed because of nonunion after a subtrochanteric fracture and a fractured nail. Furthermore it was reported that the implantation was in (B)(6) 2011, but the exact date is not known.

Manufacturer narrative:
For the given lot numbers the device history records were reviewed and found to be conforming. As soon as the investigation result is available, an amended MDR report will be submitted. (B)(4).